Event description:
The customer contact reported a disconnection. The tubing set was connected to a needleless lock cannula to deliver an unspecified antibiotic. After an unspecified length of time in use, the option-lok male luer adapter of the tubing set disconnected from needleless threaded lock cannula, subsequently, blood loss was noted. The amount of blood loss was unspecified. The customer contact reported the therapy was resumed; however, it was unspecified if the tubing set was replaced or if the tubing set was reconnected to the needleless threaded lock cannula. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not completed.